Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 176 cm., body mass index (bmi) 24.2 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. The postoperative course was uneventful. After removal of the tamponade and urinary catheter, repeated measurements showed elevated residual urine volumes, which made reinsertion of a urinary catheter necessary. The final examination confirmed a satisfactory healing process (abdomen soft, sutures closed and without irritation, minimal free fluid, no indication of a hematoma). After the catheter was removed again, residual urine levels improved over time; however, a nitrite-positive urinary tract infection was detected and treated with fosfomycin. The event was reported as resolved six days after the index procedure. The study investigator reported the event as mild, not a serious adverse event, a clavien-dindo grade I, possibly related to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci investigational device, and not related to a third-party device. This event is likely related to urinary catheter use for at least 48 hours.